Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and aris was implanted into the patient. It was reported that the patient had underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent simple cystometry and perineoplasty due to recurrent sui, pop, intrinsic sphincter deficiency, vaginal relaxation and damaged perineal body.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a bilateral ischiorectal abscess excision post mesh implantation on (B)(6) 2011. It was reported that post implantation, patient experienced pain, infection and bowel disturbances. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/11/2016. Additional information: age/date of birth.